Manufacturer narrative:
.

Event description:
The reporter stated the customer obtained the result of 8.0 inr on the coaguchek xs meter (serial number (B)(4)). A few minutes later, using a new finger and fingerstick, the result of 4.8 inr was obtained on the doctors coaguchek meter (serial number unknown). The doctor's meter was believed to be correct. The doctor decreased the customer's coumadin dose from 6 mg to 4 mg daily. The customer's therapeutic range is 2.0-3.0 inr. The customer was not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. The customer was feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 293986-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.